Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up noise episodes due to suspected lead failure was observed. An xray did not show any lead anomaly. The lead was replaced.